Event description:
The manufacturer received information that a patient reported "hot liquid acid" caused burns to her mouth, nose, and back of her neck as a result of an alleged malfunction of a continuous positive airway pressure (CPAP) device. The exact date of the alleged incident is unknown. The patient continued to use the device, and did not report the alleged event for over two weeks. The patient also reports receiving medical treatment from her general practitioner in the form of an ointment for the alleged "burns". No hospitalization was necessary. The respironics remstar pro c-flex+ system delivers positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30kg (66 lbs). It is for use in the home or hospital/institutional environment. A review of the device history record indicates it passed all testing and functioned as designed prior to leaving the manufacturing facility. There is no "liquid acid" employed in the design or function of this device. The manufacturer requested return of the device for evaluation, and additional information. A follow up report will be filed upon completion of the manufacturer's investigation.

Manufacturer narrative:
The manufacturer received the CPAP and a system one humidifier for investigation. Although there was no report a humidifier was in use at the time of the alleged event, it was evaluated by the manufacturer. There were no operational issues noted, and both devices passed manufacturer testing. There was no evidence of any contaminant, externally or internally. Based on the information available, the manufacturer is unable to confirm the end user's allegation "hot liquid acid" caused burns to her mouth, nose, and back of her neck as a result of device malfunction. No further action is required.